Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that at the end of the procedure, "tissue samples were to be removed from probe only to find no samples were collected. Post biopsy images demonstrate a biopsy cavity and biopsy clip posterolateral to the targeted asymmetry within the left breast. The patient has multiple small similar densities , likely cysts or lymph nodes and one of these were sampled inadvertently given the proximity. Discussion about additional biopsy verses follow up mammogram of the area was discussed." Patient will return in 6 months for follow up left mammogram to ensure stability. No additional details available.

Manufacturer narrative:
Device passed all functional testing, including sample acquisition testing. Complaint not verified. This observation will be monitored and trended.